Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Follow-up was provided by the biomedical technician who revealed that fill valve and cable were replaced to resolve the issue. Functional testing performed by the biomed confirmed that the system was operating properly. The unit has been returned to service at the user facility without issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A biomedical technician at the user facility reported that the fill valve and cable on a granuflo mixer dissolution tank caught fire while the unit was being tested. Although the smoke was contained by the biomed, the fire department came on-site. However, no patients were removed from treatment; no treatments were impacted. No patients, staff, or any other individuals experienced adverse effects as a result of this event. The biomed stated that prior to the incident the fill valve from another machine was installed on this unit. Reportedly, when the machine was run, the solenoid valve blew a hole in the side and damaged the cable. The power outlet was ground-fault circuit interrupter (gfci) certified, but the fuse did not pop when the event occurred. The machine arced for about three seconds producing sparks and flames. Following the electrical arc, the smoke and sparks stopped. The biomed replaced the fill valve and cable to resolve the issue. The unit has been returned to service at the user facility without a recurrence of the event as reported. The damaged components were not available to be returned to the manufacturer for evaluation as both were discarded by the biomed.